Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device had error 224. There were no reports of patient harm.

Event description:
It was reported that the subject device had error 224. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the e224 scope communication error was due to damage on the cable unit. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.